Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed that the device did not have the most current software version. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced at power up during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The sharp watchdog error was verified. The cause was determined to be a software anomaly. The device was reprogrammed and software upgraded to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.